Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2012. According to the complainant, while in the patient's colon, the clip failed to release from the delivery catheter. The nurse indicated that the deployment cycle was completed using the handle, however, the clip failed to separate. The nurse was not able to report if the clip was attached to tissue at the time of deployment. The device with was withdrawn from the patient with the clip attached, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.